Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the right ventricular lead was oversensing noise, causing episodes of high ventricular rates and one episode of pacing inhibition. The device was reprogrammed to address the oversensing. The patient was asymptomatic and in stable condition, and would continue to be monitored.